Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) -2022, 3992 days after essure insertion, she underwent medical device removal (seriousness criterion medically important). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2012, the patient had essure inserted. On (B)(6)2022, 3992 days after essure insertion, she underwent medical device removal (seriousness criterion medically important). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of ovarian cancer, prostate cancer, breast cancer, prediabetes and heavy periods on (B)(6) 2022, parity 3 and multi gravida in 2012. Previously administered products included: depo provera. Concurrent conditions were listed as abnormal uterine bleeding and uterine fibroids since (B)(6) 2022. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3992 days after essure insertion, she underwent medical device removal (seriousness criterion medically important). Essure was removed the same day. The patient was treated with surgery (hysterectomy total laparoscopic, bilateral salpingectomy,cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final pathologic diagnosis: hysterectomy, uetrus, cevix, bilateral fallopian tubes: cervix with no significant lesion. Proliferative endometrium. Myometrium with adenomyosis and leiomyoma. Bilateral fallopian tubes with no significant lesion. Clinical history: heavy menses. Gross description: the bilateral purple-grey fimbriated fallopian tubes average 6.0 cm in length x 0.5 cm in diameter and on sectioning display stellate pinpoint lumina and bilateral silver metallic coils consistent with essure devices. [Ultrasound scan vagina] on (B)(6) 2022: findings: a uterine fibroid is visualized in the left lateral aspect of the uterus. Essure device visualized. Impression: fibroid uterus. Right ovarian hemorrhagic cyst. Essure device visualized. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: reporter and patient information, lab data, medical history,indication,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.